Manufacturer narrative:
Per tandem¿s t:slim cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. Reportedly, the customer filled the cartridge with cold insulin. The customer indicated that a new cartridge would be loaded. There was no impact to the customer's blood glucose level.